Manufacturer narrative:
(B)(6). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: not provided (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast augmentation revision with two 200cc mentor memorygel breast implants on (B)(6) 1993, had to undergo bilateral explantation without replacements on (B)(6) 2019 for unspecified reasons. No device issue such as rupture was reported. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 12/18/2019, the product investigation was completed. Device investigation summary: during visual inspection of the device, it was observed with no apparent damage. No anomalies were observed. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported issue. Manufacturer¿s reference number: (B)(4).